Event description:
Drill in use during orthognathic surgery reportedly started making loud noise. Drill removed from field and replaced with another drill. Manufacturer response for stryker core 2 tpx microdrill, core 2 tpx microdrill (per site reporter). Device was replaced by stryker rep.